Event description:
A customer reported that the adc device detached prematurely after one day of wear. Due to this, the customer reportedly experienced an adverse event; however, no additional information was provided. The customer has thus-far unable to be contacted for further details. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. This report is being filed on an international product, model number 72114-01, which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely after one day of wear. Due to this, the customer reportedly experienced an adverse event; however, no additional information was provided. The customer has thus-far unable to be contacted for further details. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device detached prematurely after one day of wear. Due to this, the customer reportedly experienced an adverse event; however, no additional information was provided. The customer has thus-far unable to be contacted for further details. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed, and no issues were observed. Visual inspection was performed on the returned adhesive and no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.